Manufacturer narrative:
The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Initial surgery was for a multi-fragment posterior fracture-dislocation of the left proximal humerus. Open reduction and internal fixation (orif) by means of a philos plate, combined with osteosuture of the tuberosities was performed on (B)(6) 2017.

Manufacturer narrative:
Product development investigation was completed. The investigation summary indicates that the: received part: 1 x 399.400 / periost-elev slightly curv-blade straigh / lot no: 5801591. Conclusion: the device is in a very used condition. It was found that the device is broken. The broken part, approx. 30 mm, is missing. Furthermore, there is an external (not synthes) laser etching on the shaft's surface visible. The manufacturing review shows that the production procedure was per the specifications and there were no issues that would contribute to this complaint condition. As indicated in the manufacturing documents the hardness was according the specification. Unfortunately, we only have limited information in the complaint description and cannot confirm how the breakage happened. The appearance of the instrument let us assume, that the product was used in an excessive way over the years, as the product was manufactured and distributed in september 2008. The most likely situation which could have led to the breakage is presumable a combination of device's condition and a mechanical overload situation. At this point we want to bring up our recommendations in our leaflet which describes the end of life of an "end of life of a device is normally determined by wear and damage due to use. Evidence of damage and wear on a device may include but is not limited to corrosion (i.e. Rust, pitting), discoloration, excessive scratches, flaking, wear and cracks. Improperly functioning devices, devices with unrecognizable markings, missing or removed (buffed off) part numbers, damaged and excessively worn devices should not be used." Because of the damage and the missing broken part portion, the complaint relevant dimensions cannot be checked. Finally, we conclude that the cause of failure is not due to any manufacturing non-conformance's. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifier and weight not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review was completed. Manufacturing location: (B)(4). Manufacturing date: 03. Sep. 2008 no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2017 the periosteal elevator broke. The broken off fragment remained in the joint and was difficult to extract. Risk of vascular-nervous lesions due to the difficulty of extraction and infectious risk due to the foreign body in intra-articular. The fragment was removed. The surgery was prolonged about 45 minutes. Patient condition reported as fine. This report is for one (1) periosteal elevator 6mm curved blade-straight edge. This is report 1 of 1 for (B)(4).